Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the hand activation buttons did not work for the first two devices. A bipolar was used to complete the procedure. There was no adverse consequence to the patient.